Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant products: carto 3 system: ser# (B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). The product investigation is pending product return.

Event description:
It was reported that while a patient underwent an atrial fibrillation ablation procedure with a thermocool® smarttouch® bi-directional navigation catheter, the physician discovered what is suspected to be thrombous/clot on the complaint catheter. The physician reported that the blood clot was adhered circumferentially to the proximal electrode. There was no patient consequence and the procedure was completed successfully with the complaint device. The product has not yet been returned to bwi for analysis.

Manufacturer narrative:
(B)(4) it was reported that while a patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch bi-directional navigation catheter, the physician discovered what is suspected to be thrombous/clot on the complaint catheter. The physician reported that the blood clot was adhered circumferentially to the proximal electrode. Additionally, a non-MDR reportable noise issue was experienced. The bwi failure analysis lab (fal) received the complaint device on 1/15/2015 and has completed its investigation. The returned device was visually inspected upon receipt, and dark red material was found between electrodes #1 and #2 .per this condition and event reported, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.